Event description:
It was reported the patient presented for implant procedure. During surgery, the patient exhibited bradycardia. After the procedure, the ventricular leadless pacemaker (lp) exhibited loss of capture and ventricular tachycardia (vt) was induced by premature ventricular contractions (pvc). The lp was explanted and replaced. There were no patient consequences.